Event description:
A medtronic representative reported that, while in a cranial tumor resection the vertek arm became loosened at the lower elbow joint. The surgeon successfully registered the patient, went sterile, began navigation, then alleged a 3-4cm inaccuracy. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement vertek arm ii shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the returned vertek arm was in good condition and functioned normally. The arm passed the force test without issue. No problem found. Device found to be fully functional.

Manufacturer narrative:
Correction: upon review of this report it was found that the MDR-1723170-2014-00534 was submitted in error and was a duplicate of MDR-1723170-2014-00325 followup #1.the correct device evaluation is as follows: a medtronic representative clarified that the device from this report was not replaced as previously reported. She checked out the arm and it was working fine. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The most likely cause was user technique of not properly tightening the device. The rep had the site put the device in the instrument tray that is rarely used and the site will continue to use the new one from a previous replacement (see MDR-1723170-2014-00325 followup #1) for non-sterile registration.